Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the damaged power button issue could not be determined, however, the issue was likely the result of repetitive use stress and or user external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus maintenance unit it was discovered that the power switch was damaged. According to the initial reporter, the switch was cracked. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The switch was found damaged with a crack in the protective cover that exposed internal components. Additionally, the feet had weak suction force and the air/water pressure was fluctuating due to worn-out components. If additional information becomes available following the device evaluation, a supplemental report will be filed.